Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to detach from the delivery system and the emergency handle break had to be performed. There was no harm to the patient, no intervention was required and there was no repeat procedure as the capsule had attached successfully to the esophagus. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubricant was used to facilitate placement of the capsule and the device will not be returned for investigation.